Event description:
The customer alleged that the ventilator stopped cycling while in pt use. No pt harm reported per customer. Customer did not return the device for eval therefore, root cause could not be determined. As per customer biomed dept they were unable to duplicate the alleged complaint.